Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise on the near field as well as oor impedance on both pacing and shock. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead was capped on (B)(6) 2024. Additional report of oversensing received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.